Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Concomitant devices: d224trk: crt-d defibrillator. Implant date: (B)(6) 2011; 5076: non-defib lead, implant date: (B)(6) 2005; 1056t: competitor non-defib lead, implant date: (B)(6) 2007. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.